Event description:
The user faiclity alleges that the connector came out of the tracheostomy tube after the trach was used for six months. The tracheostomy tube was replaced and there was no patient compromise. The user facility reported that it is their routine to have two trachs, for the same patient, and they are changed and alternated weekly for six months. The connector came out of two tracheostomy tubes with this patient.